Event description:
It was reported that after revision surgery, the patient has begun to experience pain and discomfort, in addition, the patient has had his metal ion tested and discovered that the level of co was elevated. The patient will consult if additional revision surgery is necessary.

Manufacturer narrative:
It was reported that the patient experienced pain, discomfort and elevated cobalt levels after revision surgery. A second revision has not been reported. The implanted devices were all used in treatment. As of today, additional information has been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head, cup and stem. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. No revision has been reported. Smith and nephew has not received the adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.